Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "when the surgeon was using the centering drill bit to the drill hole, the drill bit bent and could no longer be used. Rep obtained a new drill bit (hospital owned but matched) and the case went on as scheduled."